Event description:
The customer complained that the siderail would not stay in the up position.

Manufacturer narrative:
The tech replaced the shoulder bolt and missing latch, which resolved the issue. The stretcher operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.